Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The advancer, drive shaft, handshake connections, sheath, coil, and burr were visually and microscopically examined. Inspection of the device found that the sheath was damaged at 16cm distal of the burr housing strain relief. Functional testing was performed by connecting the rotapro device to the liquid infusion line. When liquid was advanced through the device, a leak was identified at the damaged portion of the sheath in accordance with the reported events.

Event description:
Reportable based on device analysis completed on 23feb2024. It was reported that the burr sprayed while testing the burr outside of the body. The target lesion was located in the coronaries. A 1.25mm rotapro was selected for atherectomy. During the procedure, the burr sprayed while testing the burr outside of the body. The procedure was completed. No patient complications were reported. However, device analysis revealed a torn sheath at 16cm distal of the burr housing strain relief.